Manufacturer narrative:
Manufacturing reference number: (B)(4).

Event description:
According to the reporter, the silicone knob on the device that prevents unfurling caused a laceration on the oesophageal lining. There were small laceration noted after intubation, however, no medical intervention was required.